Event description:
The consumer reported she had experienced a loss/change of therapy. The patient wanted to make sure the therapy was working because sometimes she felt it and sometimes she wouldn't. The therapy was helping her symptoms but last night, she had a "bowel slip up" and would like to increase stimulation. It was noted the patient felt no stimulation while the therapy was on. The representative assisted the patient in adjusting stimulation from 3.1 v to 3.5 v and the patient felt stimulation. The event date was noted as (B)(6) 2016. Eight days later, the consumer reported she had an accident for the first time since implant the day prior ((B)(6) 2016), but stated she was getting at least 50% symptom reduction since implant. It was reported that patient felt no stimulation while therapy was on (again). The change in therapy/symptoms was noted as sudden. Additional information received a week after the second report via the consumer noted she was having to go to the bathroom day and night too much. She also had to wear a pad all the time. It was indicated the bowel accidents had not been completely resolved but "very much better." The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.